Event description:
It was reported that during a laparoscopic low anterior resection procedure, the flex 60 loaded with a gold cartridge was fired on the rectum at the 4th firing. After the firing, the jaw did not open, so the surgeon tried to return the closing lever to the home position by hand. However, as the closing lever was broken off and the jaw could not be opened, the device was pulled out from the tissue forcibly without opening the jaw. The device was removed from the patient along with a trocar. As the surgeon felt uneasy about the rightmost staple line of flex 60, straight 60, which had been used in this operation before this event, was fired on the right side of the flex 60's staple line. It was unknown what color cartridge was being used. After that, a circular stapler was used to anastomose and there were no anomalies at leak test, so the case was completed. On the early morning of (B)(6) 2011 (4 days later), reoperation was performed due to leakage. The leakage was confirmed from the dog ear of the straight 60. Besides, some unformed staples were found in the neighborhood of the leakage site. It could not be clarified which the unformed staples were from flex or straight 60. As of now, the patient is being treated at intensive care unit due to blood-pressure instability. The device was discarded.

Event description:
The patient expired, (B)(6) 2011. Our sales rep visited to the hospital on (B)(4) and he reported the analysis result of the device to the doctor.however our sales rep could not get the patient's information.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Ec60: suspected lot# g4u81w - (B)(4) 2010 11:06 pm - the manufacturing records were reviewed and no anomalies were found. (B)(4) 2010 09:14 am - the manufacturing records were reviewed and no anomalies were found. (B)(4) 2011 10:26 pm - the manufacturing records were reviewed and no anomalies were found. Ecr60d: suspected lot# h43205 - (B)(4) 2011 07:43 am - the manufacturing records were reviewed and no anomalies were found. (B)(4) 2011 10:42 am - the manufacturing records were reviewed and no anomalies were found. Additional follow up: the patient had blood poisoning and the patient was on a mechanical ventilator for multiple organ failure. As the patient is stable, the patient will be removed from the ventilator by the end of this week.

Manufacturer narrative:
(B)(4)